Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed erratic jumps of right ventricular (rv) lead pacing impedance of greater than double then baseline impedance. Chest x-ray and echocardiogram were performed and revealed no changes to the lead. No changes or interventions were performed; the lead will continue to be monitored. The patient was stable before, during, and after.